Manufacturer narrative:
Additional information was received on 09-sep-2024. The "infection"" was before the procedure. It was not related to the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a thermocool smarttouch sf catheter and the patient experienced pericardial effusion that did not require intervention; however, the patient died the day after the procedure. Steam pop occurred during cavotricuspid ishmus (cti) ablation. At the end of the procedure, there was a small amount of pericardial effusion. The patient was followed up in the catheterization room without drainage. The patient's condition was stable and he returned to the room. The physician¿s opinion on the relationship between the event and the product was that there was no particular abnormality was found. Septal puncture was performed with rf needle. Power setting at 40w, 20cc. Impedance 130. Additional information was received on 14-aug-2024. On (B)(6) 2024 the patient¿s condition was stable post procedure without any medical intervention to the noted pericardial effusion. However, the patient expired in the morning on (B)(6) 2024. The cause of death was unknown. Additional information was received on 15-aug-2024. The event occurred during the ablation phase. The adverse event was discovered during use of biosense webster, inc. Products. No error messages observed on biosense webster, inc. Equipment. Additional information was received on 27-aug-2024. Infection was detected. Pump was switching from ¿low¿ to ¿high¿ flow during ablation. The correct catheter settings were selected on the generator.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31353412l and no internal actions related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 17-oct-2024. It is not known whether the infection was the cause of the patient's death. After the ablation procedure and the hemostasis of the punctured area were completed, the patient was able to walk but his condition suddenly worsened at night and he died on the next morning. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).